Event description:
It was reported that during testing the pump has consent occlusion alarm. There were no patient involvement and harm.

Manufacturer narrative:
One device was received for evaluation for the complaint that during testing the pump has consent occlusion alarm. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal delaminated, uso seal delaminated, lcd lens nicked and got replaced. The complaint was unable to confirm. The pump was calibrated and passed all performance verification testing.